Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, "the device became stuck and could only be released after several attempts." In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. When the device was removed, the locator wings remained deployed. The clip from the initial starclose se device achieved hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval of the returned device revealed that the vessel locator wings were bent preventing the wings from fully collapsing into the delivery tube set when the clip was fired. The failure of the wings to completely collapse into the delivery tube set directly resulted in difficult device removal. The device was successfully removed via utilizing the access ports. Based on the investigation findings, the probable root cause for the bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tube set and the locator wings can bend the wings and cause difficulty in removing the device. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.